Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event year is known. 510k: this report is for an unknown cage/plate: zero-p va/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that a patient was found to have dysphagia in a retrospective study. On (B)(6) 2020, the patient underwent c5/6acdf due to "cervical spinal stenosis", and developed mild dysphagia (no difficulty in swallowing liquid, little difficulty in swallowing solid food) within 90 days after surgery. The symptoms completely disappeared at the 90-day postoperative follow-up, during which no additional treatment was performed. This report involves one unk - cage/plate: zero-p va. This is report 1 of 2 for (B)(4).